Manufacturer narrative:
Other mfg reports #: 2523190-2015-00115, 2523190-2016-00001. Integra has completed their internal investigation on january 28, 2016. The investigation included: methods: evaluation of actual device review of device history records review of complaints history results: evaluation of returned device; no highlighted issue. The instrument is compliant with the manufacturing specifications. DHR review; no nonconformity for this lot. Complaints history; no complaint related to this issue for this lot. Conclusion: the instrument is compliant with the manufacturing specifications.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that on (B)(6) 2015 during a laparoscopic abdominal surgery, after activation of the forceps, the surgeon discovered/observed a burn on the top around the distal part of the forceps causing a burn on the liver tissue of the patient, the injury is not deep. The risk should be more important, even lethal if bile tissue had been affected. No alarm from the bistoury as it "did not see" the electric current back by the forceps. Issue indicated in the form: these products cannot be controlled by safety electrical tester. Additional information received on december 17, 2015: during a cholecystectomy, the distal part of the sheath caused a 2nd degree injury of 3cm in the hepatic area. The patient is in a good healing condition. After the event, the surgeon stop the use of the forceps and the surgery went ahead with a replacement device. There was a surgery delay of 10 minutes with no consequences for the patient.